Manufacturer narrative:
The device is not returned. As such, an actual device evaluation is not performed. An evaluation is done based on historical data and communication. This supplemental report is being submitted to provide this information. The device history record review confirmed that device has no abnormalities, special adoption, or variations in manufacturing. The reported issue for the device is no image and an e315 error code was received. The device not being returned, the root cause of the issue cannot be identified. The probable causes can be: an unexpected stress was applied to the head due to the user¿s improper handling, causing malfunction in the substrate for recording the sids. Alternatively, the unexpected stress applied to the cable unit caused malfunction and communication failure, resulting in error message e315. The above factors might have prevented endoscopic images from appearing on the screen. The instructions for use includes the following statements: do not drop the camera head or allow it to strike other objects. Strong impacts could damage the electrical circuits inside the camera head. The customer communicated that they determined the issue was caused by the video tower (undisclosed brand) and not the device. The video tower issue was resolved on their end. Hence device is not returned.

Manufacturer narrative:
Due diligence is executed for this event. Event date is not known. Per the customer, they determined that the device did not contribute to this event and will not return the device. As such a definitive root cause of the reported complaint cannot be determined at this time. The customer believes that the issue was caused by a video tower (undisclosed manufacturer). Supplemental report(s) will be filed as the information becomes available.

Event description:
As reported for this event, during an unknown therapeutic procedure the device gave an e315 unsupported scope message. The device was switched out with another and the procedure completed with no problems. There is no reported patient harm or adverse impact.